Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 400 mg/dl. The customer was in emergency room and treated with intravenous insulin and now on shots. The customer stated that they were throwing up and had pain. It was unknown if the insulin pump was on auto mode. The customer stated that the insulin pump was not working right and received power loss and a pump error alarm. The customer was able to clear the alarm and able to complete rewind. The insulin pump will not be returned for analysis.